Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged error log in display . There was no report of patient harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The customer's complaint was confirmed. In addition that, the device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.